Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer. The cause of the delivery issue was patient condition related due to pump being unable to advance past the transcatheter aortic valve.

Event description:
The complainant reported that the medical team had difficulty implanting the device in a patient who required impella support. Multiple attempts were made, however, the medical staff was unsuccessful and aborted the procedure. No patient harm was reported.